Event description:
It was reported that the left ventricular lead exhibited high thresholds. The lead was replaced. A replacement lead also exhibited high thresholds during the implant attempt so, an epicardial lead was later implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
According to the complainant, the patient had an ercp, using unknown device(s) on an unknown date at hiroshima nishi iryo center. At a later date ((B)(6) 2010), at subject hospital (sogo hospital) an ercp was being performed using a jagwire guidewire when the physician observed a pre-existing fragment from an unknown manufacturers device in the bile duct from a previous procedure. The fragment was removed and the ercp completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The origin, contents and manufacturer of the fragment are unknown. All that is known is that it is approximately 5 cm in length.